Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was confirmed as an app crash was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.